Event description:
It was reported that boston scientific received a threat of litigation related to this device. The device remains in service with no device issues reported. No additional adverse patient effects were reported. Additional information indicated that this pacemaker was repaired, no further information was provided.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.